Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-58 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was observed with noise on atrial high rate episodes. The noise could not be reproduced. The lead was capped and replaced. No patient complications have been reported as a result of this event.